Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician's tablet was not turning on despite being fully charged. It was confirmed that all 5 indicator lights would show green when the battery power was checked and that it had been plugged in overnight. It was also noted that the power button was pressed and illuminated green as if powered on, however the screen was still showing black. At that time, the tablet was forced shut down by holding the power button down. The tablet was turned back on, without success. Again the power button would illuminate with no screen changes. The physician indicated that the device was not dropped and there were no visual damages to the device. The suspect device has not been received to date.

Event description:
The suspect device was received. Analysis is underway but has not been completed.

Event description:
The tablet was returned for the following alleged reason: "mechanical problem, failure to power on or off." An analysis was performed on the returned tablet and the reported allegation was verified. During the analysis it was identified that the tablet would not boot up. The cause for the anomaly is associated with a defective main board. Once the board was replaced, no further anomalies associated with the tablet performance were identified during the analysis.